Event description:
It was reported to gore that on or about (B)(6) 2006, a pt underwent a procedure for the treatment of vaginal prolapse where gore mycromesh plus biomaterial was used. It was reported that in 2011, the pt began to suffer chronic pain and urinary tract infections with gross hematuria and postmenopausal bleeding. On (B)(6) 2011, the pt underwent a robotic-assisted laparoscopic modified radical trachelectomy whereby the mesh was removed.

Manufacturer narrative:
Review of pt medical records revealed: on (B)(6) 2011 during a pelvic exam, the physician noted that there was a palpable cervix left in situ and mesh prolapsing predominantly from the residual cervix. The physician recommended the pt consider the removal of the mesh and the cervix. On (B)(6) 2011, the pt underwent a robotic-assisted laparoscopic modified radical trachelectomy whereby the mesh was removed. All info has been placed on file for use in tracking, trending and f/u.